Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for peeling, material rupture, and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7582j pta balloon dilatation catheter allegedly experienced peeling, material rupture, and material deformation. This information was received from one source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.